Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain and back pain outcome was unknown. The reporter considered back pain and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain\pain") in a 33-year-old female patient who had essure (batch no. C51063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicalgia, hypoglycemia, anxiety, asthma, retained placenta, appendectomy, tonsillectomy, cyst removal, esophagogastroduodenoscopy, cholecystectomy, endometriosis, hemorrhagic cyst, paratubal cyst and high risk pregnancy. *essure confirmation test: 2016: that everything was in place and looked good. Concurrent conditions included hyperthyroidism, bleeding genital, fever and endocervical squamous metaplasia. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as estradiol since 2016, fluoxetine hydrochloride (prozac) since 2009, ibuprofen (motrin) and thyroid (armour thyroid) since 2011. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain lower ("low abdomen"). The patient was treated with surgery (laparoscopic vaginal hysterectomy (uterus came out in shreds) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and female sexual dysfunction outcome was unknown and the back pain, dysmenorrhoea, dyspareunia, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction and pelvic pain to be related to essure. The reporter commented: trailing coils: left 3 right 3. Comment: sample of the adnexa and uterus reveal hemorrhagic cysts in the left ovary, however. No definitive endometrial type mucosa is identified. There is no evidence of adenomyosis in the myometrium or serosai tissue, appropriate clinical condition is recommended. An essure coil was passed through the right fallopian tube ostia and deployed in the usual manner, and the then another essure coil was passed through the left fallopian tube without difficulty and deployed in the usual manner. Cystoscopy was deone. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain\pain") in a 33-year-old female patient who had essure (batch no. C51063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicalgia, hypoglycemia, anxiety, asthma, retained placenta, appendectomy, tonsillectomy, cyst removal, esophagogastroduodenoscopy, cholecystectomy, endometriosis, hemorrhagic cyst, paratubal cyst and high risk pregnancy. Essure confirmation test: 2016: that everything was in place and looked good. Concurrent conditions included hyperthyroidism, bleeding genital, fever and endocervical squamous metaplasia. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as estradiol since 2016, fluoxetine hydrochloride (prozac) since 2009, ibuprofen (motrin) and thyroid (armour thyroid) since 2011. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain lower ("low abdomen"). The patient was treated with surgery (laparoscopic vaginal hysterectomy (uterus came out in shreds) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and female sexual dysfunction outcome was unknown and the back pain, dysmenorrhoea, dyspareunia, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction and pelvic pain to be related to essure. The reporter commented: trailing coils: left 3, right 3. Comment: sample of the adnexa and uterus reveal hemorrhagic cysts in the left ovary, however. No definitive endometrial type mucosa is identified. There is no evidence of adenomyosis in the myometrium or serosai tissue, appropriate clinical condition is recommended. An essure coil was passed through the right fallopian tube ostia and deployed in the usual manner, and the then another essure coil was passed through the left fallopian tube without difficulty and deployed in the usual manner. Cystoscopy was done. Most recent follow-up information incorporated above includes: on 25-jan-2019: pfs received: reporters were added. Reporter's information were added. Lot no. Was added. Events apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, lower abdominal pain were added. Outcomes: cramping, fatigue, back pain, dyspareunia, lower abdominal pain were added. Concomitant drugs were added. Concomitant conditions were added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.